Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) could not establish telemetry. The ICD could not be interrogated with a separate programmer. The physician elected to explant the ICD.